Manufacturer narrative:
Concomitants: non-bd sec tubing, spike adapter. . The customer reported complaint was not confirmed. The report that a secondary infusion of piperacil-tazo programmed to infuse for a duration of 4 hours, however after 2 hours the pump did not work, and nothing infused, was not confirmed in the logs or reproduced during testing. In addition, there were no observations of the device not initializing when attached to the pcu¿s left (female) iui. Inspection: the source pump module s/n (B)(4) was received in good condition. The source pcu s/n 13373844 was received with the instrument seal missing from the case. Front case is observed with a crack at the lower left corners. Female iui is observed with dried fluid on the contacts. Male iui has a dried fluid film on the contacts. Log analysis: the pcu error log showed no errors on the reported incident date. The customer reported an incident with an infusion of the medication piperacillin-tazobactam; however, the customer did not provide an incident time. The review of the pcu event log recorded a secondary infusion and 3 primary infusion of piperacil-tazo on (B)(6) 2020. The secondary infusion of piperacil-tazo (drug ID 435) was programmed on (B)(6) 2020 at 12:39 am. The infusion was programmed with a rate of 25 ml/hr and vtbi 100 ml for a duration of 4 hours. The log recorded the infusion completed at 4:40 pm. The pump is then channeled of and the system shuts down. The total primary volume infused was 36.475ml and the secondary volume infused was 100.011 ml. The pcu with attached source pump module are powered on, (B)(6) 2020 at 11:49 pm. The user selects same patient and same profile (critical care adult). The source pump module is selected at 11:55 pm and a primary infusion of piperacil-tazo (drug ID 435) is programmed at a rate of 25 ml/hr and vtbi 100 ml for a duration of 4 hours. At 3:24 pm, the source device is selected, and the user enters a rate of 35 ml/hr. The user starts the infusion and the pcu alerts the user with a ¿guardrails warning - rate exceeds guardrails limit of 26.1ml/hr." The user responds with ¿yes¿ and the infusion is started. At 3:49 pm, the infusion completes and the pump transitions to kvo. At 3:49 pm, the source device alarms for patient side occlusion. At 4:28 pm, the source device is selected. The user enters infusion setup, followed by ¿next¿ to enter the infusion setup screen. The user then selects restore previously programmed in fusion. The user starts the infusion; however, the pcu displays a guardrails warning - rate exceeds guardrails limit of 26.1ml/hr." The user responded with no which brought the user back to the infusion setup screen. The user then pauses the infusion (kvo). The user attempts make several changes to rate, but attempts were invalid key presses. The user then selects duration and enter a duration of 4 hours and then starts the infusion. The pcu displays a guardrails warning - duration change results in recalculation of rate. Accept rate change? The user responds with a no. The user is then taken back to the infusion setup screen. With the previously programmed infusion rate of 35ml/hr vtbi 100ml (duration 2 hours 51 minutes). The user selects start which triggers a guardrails warning - guardrails warning - rate exceeds guardrails limit of 26.1ml/hr, proceed? The user responds with yes. The event log record the source pump module infuses at 35 ml/hr for approximately 1 minute and 30 seconds. The source pump module is then channeled off which initiates the pcu power down sequence. The pcu shutdown is recorded at 4:32 pm. Pcu and source pump module are powered on at 4:32 pm. The previously uploaded dataset is activated. The user selects new patient and the pcu is placed in the ¿general adult¿ profile. At 4:33 pm, pump module s/n (B)(4) is selected and programmed to infuse piperacil-tazo (drug ID 389) at a rate of 25 ml/hr with vtbi 100 ml. At 8:28 pm, the infusion is terminated by the user. The total volume infused is 97.7 ml. Test results: testing performed on the IV administration tubing set found no irregularities. Infusion testing performed with the source device attached to the pcu¿s male and female iuis completed with no errors or malfunctions. Testing performed on the source pump module s/n (B)(4) found the device infusing IV fluids in specification. Root cause: the root cause of a secondary infusion of piperacillin-tazobactam (zosyn) reportedly not infusing was not be identified in this investigation. The report that the source device would not communicate when attached to the pcu female iui was not confirmed and root cause was not identified. Device history : review of the source pcu s/n (B)(4) service history record showed the device was manufactured on 04/06/2011. A review of the device service history record was performed beginning from the date of manufacture to the present date 08/18/2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. No production failure records were opened for the source device.

Event description:
It was reported that piperacillin-tazobactam (zosyn) 3.375 grams in sodium chloride 0.9% 100ml was programmed to run through secondary set at 25ml/hr over four hours. However, it was noted that two hours later the pump did not work as nothing was infused. The clinician attempted to troubleshoot and got the pump running again but the medication bag was found still full. The event caused delay in the scheduled antibiotic infusion and the medication administration times were changed. It was further reported that two events have occurred on the same device, same patient, and same day. It was initially perceived that the clinician did something incorrect, but realized that it was due to the device, as it happened again. The events occurred at physical rehabilitation department. There was no patient injury and no additional medical intervention was required. Upon initial device testing by biomed, an issue of the pump communicating with the pc unit was identified. This occurred when the pump was attached to the left side of the pc unit. It was assigned a "channel", but when the door was opened the mechanism did not move. The pump worked fine when it was attached o the right side of the pc unit. The pump was further tested and was attached back to left side and it responded correctly and the test was completed successfully.